Event description:
Reporter indicated that the pt had stated that several yrs ago, she felt that the vns generator "seemed to be going off with higher current on an hourly basis. "It was reported that the generator was "simply reset by the neurologist at that time, and this seemed to correct the problem. Review of programming history shows that the pt's generator was inadvertently reset due to an interrupted systems diagnostic test. Although a final interrogation was performed and the output current was changed to the intended setting, the off time was left at the unintended setting of 60 mins. At the next office visit the pt's generator was reprogrammed to the correct settings.